Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported low flow alarms event was confirmed via review of log files which revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2020 and a sudden decrease in power consumption and estimated flows beginning on (B)(6) 2020 leading to parameters below normal operating range. 15 low flow alarms have been logged since on (B)(6) 2020. Information received from the site indicated that the patient presented with altered mental state, inadequate blood pressure management. The patient returned two weeks later due to a loss of consciousness and low blood pressure with a high white blood cell count, and sepsis; treated with an antibiotic therapy. The patient then began exhibited decreased flows which was treated with infused fluids. A computerized tomography (CT) scan did not reveal any anomalies and an electrocardiogram (ECG) sh owed pulseless electrical activity (pea). The patient began exhibiting ventricular fibrillation, which required a shock and cardiopulmonary resuscitation (CPR). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula / outflow graft, constriction at the outflow graft, poor vad filling. Per the instructions for use, infection, stroke, cardiac arrhythmia, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar clinical adverse events. Possible clinical factors that may have contributed to this ev ent, including but not limited to the patient¿s pre-existing history and related comorbidities, including sepsis, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for blood pressure management and their mental state was altered with a deteriorated general condition. An acute stroke was suspected; a computerized tomography (CT) scan was performed which was negative. Approximately two weeks later, the patient was transferred to the intensive care unit (ICU) due to lack of consciousness and difficulty to obtain blood pressure. They had a high white blood cell count and started on antibiotic therapy. It was noted that the driveline site was clean, but the patient developed sepsis which was thought to be the main reason for the patient¿s deteriorated condition. Two days later, their mean arterial pressure (map) was 70mmhg, and they were in a semi-comatose state. The ventricular assist device (vad) exhibited several low flow alarms with power below the normal range and the waveform was near flat. Fluids were infused but did not work and their pulse was undetectable. The electrocardiogram (ECG) showed pulseless electrical activity (pea) but the patient went into ventricular fibrillation (vf). The patient was shocked and cardiopulmonary resuscitation (CPR) was started but the patient subsequently expired.